Event description:
The pt experienced intermittent lock between the external equipment and the cochlear implant. The pt was seen at the center for evaluation. External equipment was exchanged. However, the reported problem was not resolved. The decision was made to explant the pt's device.